Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Study event; in 2007: MRI brain=small acute infarct in the right frontal convexity. Probable small vessel ischemic disease in the periventricular and subcortical white matter as well as small focus of hypointensity within the left occipital horn;the device remains in the patient. A review of the lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after the procedure. It was reported that one day post an uneventful left internal and common carotid artery angioplasty stenting procedure, the patient experienced right facial droop and dysarthria, her symptoms lasted for approx two mins and they resolved entirely. However, an MRI was performed which showed small acute infarct of the right frontal convexity. She remained hospitalized and she showed no add'l signs of ischemic event to her brain and no focal neurological deficits. Three days of post-procedure, the patient was discharged to home. Although requested, there is no add'l information available.